Manufacturer narrative:
For one of the three reported events, the single-use device was received for evaluation. The device was received attached to a vial and a solution bag. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The vialmate was disconnected from the bag and vial to determine if it was blocked, and no blockages were found. Further visual investigation of the vial and bag revealed that they had both been perforated by the spike of the vialmate. The device was then attached to another vial and bag and worked as intended with no leaks noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 3 </noe> malfunction events. It was reported that three vialmate reconstitution devices were leaking. It was not specified when in the process this event occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.